Event description:
The dark brown foreign matter was found during sukagawa's visual check process. The foreign matter's diameter was about 1mm, and was put on the surface of the protection tube inside the sterile pouch. (Please see attached figure.) The sterile pouch of this product has not opened. The product has been stored sukagawa's stock yard, so it was not clinically used. It was not shipped out of our warehouse. We stored/handled as usual procedure. (Jjkk# qe20060103/rejection# 060525-027)

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.